Event description:
It was reported that while using the surgical fiber during a prostate procedure, the fiber tip's metal cap became detached inside of the patient and was retrieved using a flexible grasper. The procedure was completed using a second surgical fiber. Patient outcome: "ok" - there was no injury reported.

Manufacturer narrative:
Failure analysis for fiber (B)(4): the fiber cap is still attached to the fiber; the outer flow tubing shows signs of scratch marks; the blue arrow, the blue writing, and part of the red octagonal signs are erased; the fiber cap shows severe wear; the glass cap exhibits severe devitrification at the output window; the metal cap exhibits severe charred detritus adhesion. Probable root cause: based on the device analysis, the product complaint of "fiber tip come out" could not be confirmed; a outer flow tubing issue was observed; the probable root cause of the failure is: excessive bending /user handling.